Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 6/5/95. Subsequently, the pt experienced a rupture of the device, capsular contracture and breast pain.